Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the surgeon was performing a hybrid spinal posterior construct with expedium and viper prime. During inspection, found that the awl was significantly damaged at the distal end tip (most likely caused by normal wear and tear). Upon cap insertion for the viper prime, the surgeon hammered on the set screw inserter, causing the handle to be stuck in the current position even it is unlocked. Lastly upon final tightening of the set screw, the torque driver shaft stripped at the distal end tip. Procedure was completed successfully and without any surgical delay. No patient consequences. Concomitant device reported: unknown set screw (part# unknown, lot# unknown, quantity unknown). Unknown cap (part# unknown, lot# unknown, quantity unknown). This report is for one (1) x25 final tightener. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d7a, d10 h3, h4, h6: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4277404 was released in a single batch. ¿ batch1: lot qty of (B)(4) units were released on february 17, 2015 with no discrepancies. ¿ batch2: lot qty of (B)(4) units were released on february 25, 2015 with no discrepancies. ¿ batch3: lot qty of (B)(4) units were released on february 17, 2015 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x25 final tightener (part# 279712600, lot# gm4277404, qty 1) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device (hexlobe drive feature) was stripped. The stripped condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: the complaint was confirmed during the investigation. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.